Event description:
A us distributor contacted zoll to report that a patient developed a broken rash under the lifevest equipment. The patient reported that the rash was not caused by the lifevest but the device did exacerbate the irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a lotion for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.